Manufacturer narrative:
Results: complaint was confirmed. As received, all the wires were broken at approx 4cm from the strain relief. No continuity testing could be performed due to the broken wires. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not receiving stimulation and had multiple invalid contacts on his lead. The physician replaced the lead on (B)(6) 2011. It was reported the issue was resolved with the surgical intervention.